Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no alert/notification occurred. On 04/08/2024, the patient went to bed around 4:00pm. It was reported that he got up approximately 4 times overnight to use the bathroom. The patient said he did not hear any alarms/notifications coming from his device during these times but did not look at his cgm either. Upon waking up on (B)(6) 2024, the patient was feeling disoriented. The patient stated he felt ¿low¿ but did not check his cgm device. The patient self-treated with glucose tablets and orange juice. After 10 minutes, the patient called emergency medical services (ems). Ems arrived and transported the patient to the emergency room. While at the ER, the patient realized his bg level was elevated and that he was in diabetic ketoacidosis (dka). The patient was treated with insulin, potassium, magnesium, and a ¿sugar bag¿. The patient was admitted to the intensive care unit (ICU) and then discharged 4 days later. The patient was in good condition at the time of report. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.